Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) who was receiving baclofen 2000mcg/ml (unknown dose) via an implantable pump for intractable spasticity. The date of the event was (B)(6) 2016. Medical history was concomitant deep brain stimulation, intractable spasticity, suspected viral induced acute disseminated encephalomyelitis approximately four years ago and has secondary dystonia and a number of concomitant issues associated with this. It was reported the patient's caregiver was alerted by critical alarm activation late evening on (B)(6) 2016. The pump was interrogated (B)(6) 2016 and it was determined that a stall had occurred. The pump was interrogated and then re-interrogated to ensure it was not a software related event. Attempts were made to re-interrogate and alter dosage parameters. Despite several attempts to reset or change settings, the pump was not responsive and continued to show rotor stall alert. The pump was approximately 4 years post implant. There was no reported event of strong magnetic interference or potentially damaging event. It is noted that up until 18 months ago the primary drug was combined with clonodine which was now contraindicated. The patient experienced suspected baclofen withdrawal. The patient was inpatient at (B)(6) hospital. The patient was to be transferred to a tertiary referral centre for evaluation and pump explantation. The pump was explanted. Patient status was alive; no injury. The type of baclofen, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.